Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached and returned, in addition the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap hernia repair last week, the only information relayed was the tip of the enseal device broke off. No date was given or specified and there was no negative patient outcomes. The surgeon grabbed a new device and finished the case.